Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. The helix was extended, with tissue entwined. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of migration.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to have migrated. The lead was explanted and replaced the following day. No additional adverse patient effects were reported.